Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 686 mg/dl. The customer experienced symptoms such as vomiting and feeling disoriented. The customer was treated with insulin drip and injections. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with clearing a battery out limit alarm. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The insulin pump was working as designed. The insulin pump will not be returned for analysis.